Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient reported that the dexcom continuous glucose monitor (cgm) was prompting her for calibration and no values were showing. The patient stated that she did not take a finger stick and drank juice because she was feeling ill. The patient's sister called the ambulance and the patient was taken to the hospital the patient declined to provide further event details. No additional information is available.